Event description:
"The catheter tubing became disconnected from the port system and migrated toward the heart. It had to be retrieved by our interventional cardiology team in the cath lab. The patient had previously undergone five chemotherapy sessions. The tubing was recovered; however, the port chamber remains in situ."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file number 37005623 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in february 2023. Summary of investigation the involved device and the completed information form were returned for investigation. However, no x-ray picture was transmitted for investigation. Information analysis: this is the second disconnection incident which happened in this hospital. The port was implanted during less than 3 months via the jugular vein according to the x-ray report. The length of the implanted catheter measures 20 cm. Visual inspection of the returned device only the catheter was returned: the access port housing and the connection were missing. The catheter measures around ~20cm. In consequence, the whole implanted catheter was returned. No defect was observed. Dimensional measures the received catheter was measured: it is compliant with the defined specifications. Pull test at the juncture access port-catheter a pull test was performed by using the received catheter. The pull test result is compliant with the requirement: the disconnection strength is 3 times superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause the performed investigations have confirmed the compliance of the returned catheter with the specifications and requirements. The short duration of implantation (less than 3 months) and the fact that it is the second occurrence in the same hospital in two days allow to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. Conclusion: our investigations did not allow to detect any discrepancy during the manufacturing process. In addition, the returned catheter was compliant with the defined specifications. No other complaint was received on the involved batch. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after less than 3 months of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low (0.004%). No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.